Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay. Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and self test. No button error alarm noted upon testing. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No unexpected drive or motor anomaly noted. Motor was tested outside device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticking. Customer stated that the insulin pump had no delivery alarm. Insulin pump had noise when the pump vibrates of something loose inside. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.